Event description:
It was reported patient experienced weakness and numbness in legs post permanent implant. Surgical intervention was undertaken wherein the scs system was explanted which resolved the issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected: date of event. Corrected: date of explant.

Manufacturer narrative:
The report of ¿weakness and numbness in the legs¿ was not confirmed. The report stated that the patient had weakness and numbness in the legs post-op. Analysis of the returned lead paddle did not identify any anomalies that would have existed prior to explant that would have contributed to the allegation.